Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result for a (B)(6) year old female patient with chest pressure exacerbated by cold weather. There was no additional patient information at the time of this report. The customer states that the patient was admitted (B)(6) 2017 and discharged on (B)(6) 2017. Return product is available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. After several attempts to obtain information, the reporting decision was based on limited information available. The investigation is underway.

Manufacturer narrative:
(B)(4). Based on new information an adverse event occured. On 01/22/2018 new information was received the following information regarding patient final diagnosis: cath procedure: normal coronary arteries. Normal global and regional lv systolic function. Cannot exclude small dissection of the descending thoracic aorta, consider CT angiography. ECG: (B)(6) 2017, time-1057, abnormal ECG -sinus rhythm, left atrial enlargement, probable anteroseptal infarct, old (B)(6) 2017, time-1409, borderline ECG -sinus rhythm, atrial premature complex, prwp. Echo: (B)(6) 2017 1631: the left ventricle is normal in size. There is mild asymmetric left ventricular hypertrophy. The left ventricular ejection fraction estimate is 65-70%. No regional wall motion abnormalities noted. There is classic prolapse of both mitral leaflets. There is severe mitral regurgitation. There is no evidence of mitral valve stenosis. The right ventricular systolic pressure is estimated to be 30-35mmhg. CT: (B)(6) 2017 1406: angiographic findings: thoracic aorta: tortuosity of the descending aorta associated with severe dextroscoliotic thoracic curvature. No aneurysm. No dissection. Abdominal aorta: negative. Medications: methimazole (tapazole) 10 mg tablet, metoprolol tartrate (lopressor) 25 mg tablet, multivitamin with folic acid 400 mcg tablet, vitamin b complex po, alendronate (fosamax) 70 mg tablet based on the information received on 01/22/2018 abbott point of care believes an adverse event occurred in that the patient received an unnecessary catheterization. The investigation was completed on 01/26/2018. Retain and return product was tested and functioning according to specification.

Event description:
Na.